Event description:
Right hip revision. Pt. Presented with a fractured omnifit stem (9x250) following a tha for pathological fracture "some years ago". Based on imaging and markings, the explanted items include the broken stem which was a 250mm long omnifit cemented stem and a 32mm lfit head. No complaints have been filed against the components themselves no further info available.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown omnifit stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to crack/fracture of an omnifit stem. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device-identifying information such as catalog numbers and lot codes, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.